Event description:
It was reported that, "the metal piece on the distal end of the inserter broke into three piece while tying to insert a size 3 accolade tmzf stem. Two of the pieces were accounted for and the other was removed during suction."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.